Event description:
When attempting to do a mid line insertion, the insertion kit did not have the lidocaine or the saline sterile syringe that were supposed to be included inside the sterile kit lot# redw0476. FDA safety report ID# (B)(4).